Manufacturer narrative:
The circumstances in which the damage ensued are not known. Based on the analysis conducted to the investigated issue and review of post-market surveillance data, the likely scenario is that the side rail broke off because of extensive external force applied. This is in line with the side rail condition. According to citadel plus instruction for use (IFU, 831.374-en rev. 11): side rails should be checked by the care giver daily. Failing to carry out these checks may compromise the safety of the patient and the care giver. To sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. There is no indication that the bed was used with the patient when the failure occurred. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.

Event description:
During pick-up technician noted that the side rail was damaged. The side rail was partially detached, 2 out of 4 screws responsible for holding the metal plate and plastic panel were ripped off, side rail's upper and lower arms were still attached to the frame. There was no injury. There was no indication that the bed was used by a patient during the incident. The side rail was replaced by a repair technician.